Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained about two discrepant inr result between a coaguchek vantus meter and a lab using an unknown reagent. The customer result was >6.0 inr. Customer had a lab test within 7 hours and the result was 1.3 inr. On (B)(6) 2018, the customer result was 4.6 inr. Customer had a lab test within 7 hours and the result was 1.3 inr. There was no allegation of an adverse event. Coumadin dose was held one day while waiting for the lab result and was then increased based on the lab result. The customer's therapeutic range is 3.0-4.0 inr. Customer is not on heparin or direct thrombin inhibitors. The customer has no issues with hematocrit. Customer has antiphospholipid antibody syndrome. Customer has no new illnesses and no diet changes. The customer recently started taking celebrex. Customer has no bleeding symptoms. Retention test strips (304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.